Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the outer insulation was noted to be cut/damaged at 18.2, 19.1, and 20.0 cm from the connector pin consistent with procedural damage.

Event description:
During an initial implant procedure on (B)(6) 2024, it was noted that the right atrial (ra) lead insulation became damaged. There were no consequences to the patient. The ra lead was not installed, and a new ra lead was successfully implanted. The patient was stable throughout the procedure.